Event description:
(B)(4).

Manufacturer narrative:
Document review: cocr femoral head size 13 l: ref 01.25.023/lot 130258 ((B)(4) heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) heads belonging to this lot have already sold without any similar incident. Quadra h cementless femoral stem size 3 std short neck ref 01.12.23sn/lot 136028 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidence that the event is device related.